Event description:
It was reported that the relief from the patient¿s device had been ¿very little¿ since implant. The patient was reportedly still leaking. However, since the patient¿s fall the day prior to the report, ¿it didn¿t make a difference at all¿ and the patient had no urinary control. The reporter indicated that stimulation wasn¿t quite as strong since the fall. As such, the patient increased from ¿50 to 70¿. It was noted that the patient¿s right leg ¿sometimes gave out on her.¿ it was noted that the patient was going to adjust stimulation and monitor symptoms. The following day, it was reported that since the patient fell, her symptoms had returned. The patient had reportedly been increasing stimulation and wanted to try another program. At the time of the report, the patient¿s setting was on program 1 at .9v. This was switched to program 2 at 2.3v, but the patient was not feeling stimulation. The setting was consequently switched to program 3 at 3.3v and the patient could feel stimulation. The patient could however feel pain in her ¿top right thigh¿ on that setting. It was noted that the patient was going to try that setting to see if it would help with symptoms. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va08cx3, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information was received which reported that since the patient fell, the device was not working. The patient was ¿going through pads like crazy¿. The patient could only feel pressure now on programs 4 and 1 whereas before she felt stimulation. The patient felt it on the right side only and when she ¿stepped down¿ on the right side, it hurt. This reportedly just started when the patient switched programs. The patient¿s settings were switched to program 3 at 3.3v because that was more comfortable.

Manufacturer narrative:
Correction: additional review indicated the following code was not applicable to the event: (B)(4).

Event description:
Additional information received reported that the patient had the stimulator and the programmer with a question mark in the middle on their programmer screen.

Manufacturer narrative:
(B)(4).